Manufacturer narrative:
The device was evaluated by a field service technician and there were no leaks found on the docker. There was a water leak found from the back flow preventer and water hammer system. The customer was informed that the issue was a hospital plumbing issue.

Event description:
It was reported that soapy water was leaking through to the floor below. There was no pt involvement or adverse consequences related to this event.